Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not yet received.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when an error message was displayed, which resulted in the procedure being canceled after the patient had been sedated. The procedure was rescheduled and there were no patient or user injuries or adverse consequences.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when an error message was displayed, which resulted in the procedure being canceled after the patient had been sedated. The procedure was rescheduled and there were no patient or user injuries or adverse consequences.